Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Dtbb1d1 ICD implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead while the patient was lifting weights. The rv lead exhibited high impedance, undefined impedance, oversensing-noise, and was fractured. The lead was reprogrammed and re mains in use. The lead was going to be replaced but the patient was occluded, the lead was later capped and replaced. The left ventricular (lv) lead was also noted to be fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.